Manufacturer narrative:
(B)(6) 2020. The actual date of use is not known. The concomitant device, smi-02ap, was returned, however, the smi-02n was not returned with it for review. Manufacturer narrative: the device was not returned with the concomitant device for evaluation and review, and the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(4), was being pre-operatively tested with the smi-02ap when the smi-02n needle broke. There was no patient involvement. There was no report of injury, medical intervention, or hospitalization to the user. The procedure was completed with an alternate device. Smi-02ap will be filed as the concomitant device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided, therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have not been reviewed since the lot number is not known. The lot history review could not be conducted as the lot number is not known. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that if the suture passer needle kinks during use, immediately discontinue use and discard. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.